Manufacturer narrative:
There was a total of 56 malfunctioned units/events associated with breakage or fracture of an abutment hex. 2 of the 56 untes were returned for investigation. The product evaluation revealed the component was damaged by the end user during usage. A review of the device history records for confirmed and valid lots are performed. 33 of the 56 events are pending investigation. 17 of the 33 have not had product returned. Therefore, no product evaluation could be performed. 16 of the 33 events have had product to be returned. However, the product investigation is pending. 21 of the 56 events have been investigated. 7 of the 21 events did not have product returned. Therefore, no product evaluation could take place. Since, no product was returned a conclusion can not be determined. 14 of the 21 events did have product returned. No defects or nonconformances were noted in review of production records. The device was manufactured to specifications. The root cause of the fracture could not be determined. A device history record review is performed against all valid and confirmed lot numbers reported for the product returned. The device history record did not reveal any nonconformances of the return units. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. (B)(4). Items involved - internal 4.5mm laser-lok titanium base abutment internal 4.5mm custom cast abutment, hexed 4.5mm hybrid abutment base, hexed internal abutment screw internal 3.5mm custom cast abutment, hexed 4.5mm multi-unit abutment, 17-degree, 2.25mm collar 4.5mm custom milled abutment 3.5mm custom milled abutment 3.5mm custom milled abutment, vulcan 3.0mm custom cast abutment, hexed 4.5mm hybrid abutment base, hexed internal 4.5mm custom cast abutment, hexed internal 4.5mm 3inone abutment (regular emergence) internal abutment screw internal 4.5 regular emergence 3inone abutment 3.5mm hybrid abutment base, hexed internal 3.5 regular emergence 3inone abutment prosthetic screw, multi-unit, regular 3.5mm multi-unit abutment, 17-degree, 4mm collar internal abutment screw internal abutment screw internal 4.5mm custom cast abutment, hexed 3.0mm hybrid abutment base, hexed internal 4.5mm custom cast abutment, hexed 3.0mm multi-unit abutment, straight 1mm collar internal 4.5mm titanium base abutment internal 4.5 regular emergence 3inone abutment internal 4.5 regular emergence 3inone abutment internal 4.5mm custom cast abutment, hexed 4.5mm custom milled abutment internal abutment screw internal 4.5 narrow emergence abutment internal 5.7 regular emergence 3inone abutment internal abutment screw

Event description:
This report summarizes 56 malfunction events. A review of the events involved abutment hexes breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of 56 malfunctioned units/events associated with breakage or fracture of an abutment hex. 2 of the 56 untes were returned for investigation. The product evaluation revealed the component was damaged by the end user during usage. A review of the device history records for confirmed and valid lots are performed. 33 of the 56 events are pending investiation. -17 of the 33 have not had product returned. Therefore, no product evaluation could be performed. -16 of the 33 events have had product to be returned. However, the product investigation is pending. 21 of the 56 events have been investigated. - 7 of the 21 events did not have product returned. Therefore, no product evaluation could take place. Since, no product was returned a conclusion can not be determined. - 14 of the 21 events did have product returned. No defects or nonconformances were noted in review of production records. The device was manufactured to specifications. The root cause of the fracture could not not be determined. A device history record review is performed against all valid and confirmed lot numbers reported for the product returned. The device history record did not reveal any nonconformances of the return units. It is noted a fractured/broken abutment can occur due to the unit being over torqued during the restoration phase of the implant process. Health effect- impact code (h6): the health impact associated with the reported problem is rarely provided during the collection of information for the reported malfunction. Therefore, code 4648 is being used in h6 - health effect - impact code. Component code (h6): code 4756 within the component code section of h6 is being used because no other code within annex g is compatible with pro codes nha or ndp. Items involved - unknown,biohorizons prosthetic. Pgbpa (UDI:(B)(4)); pgcah (UDI:(B)(4)); pgcma (UDI: (B)(4)); pgmu172 (UDI: (B)(4)); pgnea (UDI: (B)(4)); pgtb (UDI: (B)(4)); pgtbl (UDI: (B)(4)); pyaeal (UDI: (B)(4)); pycah (UDI: (B)(4)); pycma (UDI: (B)(4)); pyhyb (UDI: (B)(4)); pymu3 (UDI: (B)(4)); pyrea (UDI: (B)(4)); pysea (UDI: (B)(4)); tp3cma (UDI:(B)(4)); tp3mu1 (UDI: (B)(4)).

Event description:
This report summarizes 56 malfunction events. A review of the events involved abutment hexes breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.